Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 10:00pm. The patient reported obtaining an alleged inaccurate blood glucose reading of "167 mg/dl" with the subject meter. During the follow-up call, the patient informed the csr that she manages her diabetes with fast acting novomic insulin (23 units in the morning and 13 units at night). In response to the inaccurate result, the patient reported administering her usual night time dose of 13 units of novomic insulin, followed by a snack and went to bed. The patient claimed that the following morning at 5:30am she "fainted, had a convulsion" and was found "unconscious" by her son. The patient claimed she was unconscious a "long time" the patient claimed her son tested her blood glucose with the subject meter when he found her unconscious and reported obtaining an alleged inaccurate result of "31 mg/dl". The reported tests with the subject meter were performed approximately 7.5 hours apart. The time difference between the readings exceeds lfs's criteria for a valid comparison. The patient claimed that the emergency medical service (ems) was contacted for assistance and that she was treated with IV glucose on their arrival to stabilize her glucose levels. The patient claimed she was later administered insulin (type and dose not specified). During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for severe hypoglycemia after the alleged inaccuracy issue began.